Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), pelvic inflammatory disease ("question of pelvic inflammatory disease") and hydrosalpinx ("hydrosalpinx") in a 26-year-old female patient who had essure (batch no. A14900) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section, hernia, hernia repair, cholecystectomy in 2008, colloid brain cyst, depression, laceration (date of treatment (B)(6) 2012), abscess on buttock (date of treatment (B)(6) 2011), laceration of hand (date of treatment (B)(6) 2010), gastroesophageal reflux, asthma, multigravida and parity 3. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included amenorrhea, dysfunctional uterine bleeding, stress urinary incontinence, nocturia, smoker (half a pack per day) and alcohol use (occasional). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012 for birth control. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and infection ("infection"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes "), dysmenorrhoea ("dysmenorrhea (cramping)"), hydrosalpinx (seriousness criterion medically significant), adenomyosis ("question of adenomyosis") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pelvic inflammatory disease, abdominal pain lower, infection, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, hydrosalpinx, adenomyosis and endometriosis outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, bladder disorder, dysmenorrhoea, endometriosis, hydrosalpinx, infection, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: height 5'10 weight 232. (B)(6) 2012 operative report: were you advised of any complications or problems that occurred at the time of your essure placement procedure: yes: right fallopian tube could be seen, no tube was noted on the left side. Proceeded with the one cannulation of fallopian tube. The right fallopian tube could be seen, however, no tube was noted on the left side. Question of a unicorn ate uterus. On further questioning, she states in the past she was told by a previous physician that she had significant uterine problems. She had a hernia on the left side. Of note, she had one essure placed but was unable to place the other essure. (B)(6) 2012 operative report: procedure: the patient was stable to recovery room in good condition without complication or problems diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: 118/72 pregnancy test urine - on an unknown date: negative ultrasound scan vagina - on (B)(6) 2012: unilateral occlusion (right tube occluded) most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure removal date (B)(6) 2012) added. Lot number (a14900) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems or changes, urinary problems or changes, dysmenorrhea (cramping), question of pelvic inflammatory disease, hydrosalpinx, question of adenomyosis and endometriosis added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), pelvic inflammatory disease ("question of pelvic inflammatory disease") and hydrosalpinx ("hydrosalpinx") in a 26-year-old female patient who had essure (batch no. A14900) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section, hernia, hernia repair, cholecystectomy in 2008, colloid brain cyst, depression, laceration (date of treatment (B)(6) 2012), abscess on buttock (date of treatment (B)(6) 2011), laceration of hand (date of treatment (B)(6) 2010), gastroesophageal reflux, asthma, multigravida and parity 3. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included amenorrhea, dysfunctional uterine bleeding, stress urinary incontinence, nocturia, smoker (half a pack per day) and alcohol use (occasional). Concomitant products included medroxyprogesterone acetate (depo-provera) from 30-aug-2012 to 29-nov-2012 for birth control. On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and infection ("infection"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes "), dysmenorrhoea ("dysmenorrhea (cramping)"), hydrosalpinx (seriousness criterion medically significant), adenomyosis ("question of adenomyosis") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pelvic inflammatory disease, abdominal pain lower, infection, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, hydrosalpinx, adenomyosis and endometriosis outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, bladder disorder, dysmenorrhoea, endometriosis, hydrosalpinx, infection, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: height 5'10 weight 232. 30-oct-2012 operative report: were you advised of any complications or problems that occurred at the time of your essure placement procedure: yes: right fallopian tube could be seen, no tube was noted on the left side. Proceeded with the one cannulation of fallopian tube. The right fallopian tube could be seen, however, no tube was noted on the left side. Question of a unicorn ate uterus. On further questioning, she states in the past she was told by a previous physician that she had significant uterine problems. She had a hernia on the left side.of note, she had one essure placed but was unable to place the other essure. (B)(6) 2012 operative report: procedure: the patient was stable to recovery room in good condition without complication or problems. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: 118/72. Pregnancy test urine - on an unknown date: negative. Ultrasound scan vagina - on 17-oct-2012: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and infection ("infection"). The patient was treated with surgery (on (B)(6) 2012 underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, abdominal pain lower and infection outcome was unknown. The reporter considered abdominal pain lower, infection and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.